Manufacturer narrative:
One device was received for analysis of complaint of error message stating "locked but not latched." There were not services previously reported. Log events were reviewed and there were no errors related to the complaint. Functional testing was performed, and the complaint was confirmed. The flex circuit sensor was found to be defective and was replaced. Device passed all testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the error message stating, "locked but not latched." Per reporter, the event happened before infusion. There was no patient involvement.